Event description:
Allergan aesthetics received a report of a patient treated with a coolsculpting treatment to the abdomen and arms on (B)(6) 2023 using coolsculpting plus, coolcore applicator and has developed paradoxical hyperplasia (pah/ph) to the arms.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with a coolsculpting treatment to the abdomen on multiple dates (B)(6) 2022 and (B)(6) 2023 (patient indicates dates of (B)(6) 2023, and (B)(6) 2023); and to the arms on (B)(6) 2023 and (B)(6) 2023 using coolsculpting plus, coolcore applicator and has developed paradoxical hyperplasia (pah/ph) to the arms. Patient indicates that liposuction was received to the under arms by dr. D.brown [onbilateral axilla area as noted in the preoperative appointment note dated (B)(6) 2023 for cool confidence requirements].

Manufacturer narrative:
Correction: a4, b5, b7, e1, g3, g6, h2.